Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device had an electrical reset. It was also reported that even though the atrial port is plugged, sensing is being noted there, and that there was an atrial lead warning observation. The device remains in use. No patient complications have been reported as a result of this event.